Manufacturer narrative:
(B)(4)was reported in error. Please disregard initial reporting of the patient's weight, as the weight was not provided on the parent complaint.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.